Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed; the test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). In addition, the retain test strips failed performance testing with blood. (B)(4). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the patient's onetouch select simple meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The reporter alleged that the subject meter started reading inaccurately "before dinner" on (B)(6) 2015, when the patient obtained an alleged inaccurately high blood glucose result of "365 mg/dl" on the subject meter. The patient manages his diabetes with humalog and lantus insulins. The reporter denied that the patient had made any changes to his usual diabetes management routine after obtaining the alleged inaccurate result. The reporter claimed that later on, during the night of (B)(6) 2015, the patient started "shivering and felt very low." The reporter indicated that the patient immediately tested using the subject meter and obtained an alleged inaccurately high result of "180 mg/dl." She also claimed that after 15-20 minutes, symptoms of "started shivering and got a severe hypo attack" occurred again. She claimed that the patient was given "glucose water and[a] little sugar," after which he started to feel "normal." She reported that when the patient tested again on the meter, the result was "165 mg/dl." The reporter claimed that on the morning of (B)(6) 2015, the patient's meter gave a fasting result of "216 mg/dl" compared to "120 mg/dl" on a relative's onetouch select simple meter, performed within 5 minutes of each other. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site. However, the patient's testing technique was incorrect as the patient had squeezed his finger to get the blood drop and he had also used spirit to clean his finger prior to the test. Education was provided by the csr. Replacement products were sent to the patient. This complaint is being reported because the reporter claimed that the patient obtained inaccurate high results with the subject meter, administered medication based on the results and reportedly received treatment for an acute diabetes excursion after the alleged meter issue began.